Event description:
The MFR rec'd info alleging a ventilator's lcd display screen was blank and the blower failed to power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the MFR's svc ctr, a "ventilator inoperative" code and a "svc required" code were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.